Manufacturer narrative:
A visual examination of the returned device revealed the stent to still be attached to the delivery system. The stent was without issue. The suture was attached and unbroken. The push catheter was kinked and the suture hole was torn. The guide catheter was stretched, kinked and broken. The proximal portion of the guide catheter was stuck on the guidewire. The guidewire presented no issues. The distal portion of the guide catheter could not be fully pulled out of the push catheter. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context.a device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown.

Manufacturer narrative:
(B)(6): the complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece.the procedure was successfully completed with a different device (device and manufacture name unavailable) with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with a different device (device and manufacture name unavailable) with no reported patient complications. The patient was reported to be in good condition after the procedure.